Manufacturer narrative:
Corrected data: b5, d4 (serial#).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure error code 37. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure error code 37. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields- d4 (UDI no., catalog no, model no), h4. Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, components), h10, h11. A getinge field service engineer (fse) evaluated the unit and found autofill failure was reproduceable. The fse replaced the pim, helium transducer, and regulator drive as the pressure could not be calibrated. Video generator board was replaced due to original being damaged during field action. All functional and safety test were performed. The defective parts were sent to the failure analysis and testing(fat) dept, with a reported failure of an autofill and code 37. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in the cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual. No failure confirmed on any part. These parts are obsolete and no longer able to be tested by a supplier. The parts will be retained by the failure analysis and testing (fat) department per procedure.

Event description:
Na.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found autofill failure was reproduceable. The fse replaced the pim, helium transducer and regulator drive as the pressure could not be calibrated. Video generator board was replaced due to original being damaged during field action. All functional and safety test were performed. The failure analysis and testing department received fill manifold assy with a reported unit failure of autofill failure and error code 37. The fat department performed a visual inspection of the part received and found it in good condition. The fat department installed fill manifold assy serial in the cardiosave test fixture and tested to factory specifications per company procedure and the cardiosave service manual. The fat dept. Found that the fill manifold assembly passed the fill manifold test as well as all manifold tests. The failure analysis and testing department couldn¿t verify the failure of autofill failure. Retaining the fill manifold assembly in the fat department per company procedure.

Manufacturer narrative:
Corrected data: d4 (serial# and UDI#). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.